Event description:
Pt was fed by gravity. Had two (2) catheters put in, one for six days, the other, time unknown. One broke below the hub. The other leaking just before the hub had to be surgically removed.